Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to diabetic ketoacidosis. Blood glucose value at the time of hospitalization was 555 mg/dl. Customer changed the infusion set earlier that day and woke up with high blood glucose; he took a flight. Customer threw up and decided to go to the medical office. Customer was treated with intravenous drip. Customer was wearing the insulin pump at the time of admission. It was stated the drive support cap is recessed. Customer disconnected from the insulin pump and had to reset the time and date after having the device with no power for 2 days while treating with insulin pen. Basal rates and bolus wizard are set up correctly. Customer declined to troubleshoot as he had no infusion set and reservoir connected and thought the insulin had gone bad. Current blood glucose is 127 mg/dl. Nothing further reported.